Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) arterial line values are not displayed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) stated cable pigtail (red) was manipulated arterial display was intermittent. Verified bad bp connection on front end board as well as error #6 on start up. Replaced front end board re installed rev b.17 software and re calibrated all transducers. Tightened tubing connector at rg1 tubing connector that appeared to have small helium leak. Ran and passed all performance and function tests. Ran cardiosave with patient simulator and test balloon for 20 mins. There was no patient harm/injury reported. Upon verification the unit was fully functional, it was cleared for customer use.